Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-may-2023 h6: investigation summary a device history review was conducted for lot number 2018964. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation. Visual analysis of the device was able to identify a small convex breach in the extension tubing, which suggested that the tubing was punctured from the inside of the tube. Based on an analysis of the manufacturing floor, our engineers have determined that the most likely root cause for this event is related to a misalignment in the assembly process which resulted in an assembly pin puncturing the tubing during the installation of the y-shaped adapter. To prevent future occurrences of this event , our engineers have re-aligned the relevant stations, and the head of the pin in question had been polished to remove any edge present. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese: "a leak was found during exhaust.".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked . The following information was provided by the initial reporter, translated from chinese: "a leak was found during exhaust."